Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the fast-fix 360 curved had a straight needle instead of a curved one. The surgeon curved the needle and used the device in the patient but t2 wouldn´t deployed. The procedure was completed with a s+n back up device. There was a 10 minutes surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The t1, t2, and suture were not returned. The actuator is beyond the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. Bio debris is present. A functional evaluation showed the device will not cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assemble process found that operators must inspect 100% manufacturing needle bending for curve and reverse (fast fix products) versions. The root cause for the needle no being curved could not be determined since findings can not lead to a clear cause of the reported event. The root cause for the device not deploying t2 was associated with unintended use of the device. Factors that could have contributed to the reported event include intentional bending of the delivery needle, which may make it difficult or impossible to deliver the t1 and t2 implants. The complaint was escalated to the manufacturing team, and it was determined no containment or corrective actions are recommended at this time.